Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump for intractable spasticity and cva (stroke) das system. The patient experienced a sudden return of symptoms and the reporter was trying to reach the managing physician. It was noted the patient was brought to the emergency room (ER) due to the device and/or therapy. The patient had no fever and was not itching, but thought the patient was going through withdrawals. The patient lost all flexibility and woke up paralyzed and could not move or stretch out. The pump was not alarming. It was also reported the patient was falling once a week prior to implant, but had no falls related to this report. The event date was (B)(6) 2018. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from saol therapeutics stated the patient's medical history was clarified as left cva on (B)(6) 2014 resulting in right hemiparesis and spasticity. Medical history included intractable spasticity, cerebrovascular accident (cva) stroke (das system); implantation of an ascenda catheter and a synchromed ii pump; and falling once a week (prior to implant). Concomitant medications included venlafaxine ER (extended release), clopidogrel bisulfate, omeprazole, ascorbic acid, albuterol, norvasc (amlodipine), vitamin b12, and vitamin d3. On (B)(6) 2016, the patient started treatment with baclofen at an unreported concentration at 251.8 g/day, intrathecally per continuous infusion via the synchromed ii pump (intrathecal baclofen pump), for spastic hemiplegia. On (B)(6) 2018, the patient experienced tight muscles and pain. On (B)(6) 2018, the itb (intrathecal baclofen) rate was increased 4% over 4 days to 133.9 g/day and a 30 g bolus was administered in the physician's office. On (B)(6) 2018, an x-ray was performed to evaluate the pump and no evidence of shunt discontinuity or fracture was observed. On (B)(6) 2018, the patient experienced itching and was unable to bend his knee. On (B)(6) 2018, the itb rate was increased 20% over 3 days to 160.8 g/day, and a 60 g bolus was administered in the physician's office. On (B)(6) 2018, an isovue study of the pump was performed and results were normal. The itb rate was increased 10% to 7.4 g/hr, and a daily periodic bolus (to be administered at 20:00) of 75 g was added. A priming bolus was given following the isovue study. On (B)(6) 2018, the events resolved. The patient's weight was noted as (B)(6) kg. No additional information was provided.